Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified low readings on the adc device compared to unspecified readings on a hcp meter. It is unknown if the customer noted a trend arrow on the device. Due to low readings, the customer reported symptoms of thirst and frequent urination. The customer reported self-treating with insulin (dose/type unspecified) and no third party treatment was reported. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.